Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose and paramedics were called. Customer was taken to the hospital on (B)(6) 2015 with blood glucose of 17 mg/dl. It was reported that customer also had low blood glucose of 18 mg/dl and 26 mg/dl. Customer states that there was another hospitalization two weeks prior to second one, but does not remember date. Both times, customer was treated and released the same day. Customer reported that healthcare professional changed basal rates. Customer was not sure what was causing low blood glucose, but reports of sometimes receiving a no delivery alarm. Customer was able to troubleshoot and resolve issue. Customer was advised to monitor insulin pump and to call back should issue persist.